Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve undersizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate, the perceived root cause of the pvl was the ncc calcification and the under sized annulus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in new zealand, regarding an implant of a 20mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. After the procedure, pvl was assessed as mild. One month and 14 days later, on follow up, patient reported shortness of breath and not feeling well. Pvl was assessed as moderate. It was decided for post dilation, and the valve was post dilated using a 21mm, then 22mm and then 23 mm non-compliant balloon. The pvl was reduced from moderate to mild and might have a bit of central leak after the post-dilation. The patient will be followed up the next weeks and assessed. The perceived root cause of the pvl was the ncc calcification and the under sized annulus.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b5, g3, g6, h2, h6 impact code have been updated.

Event description:
Additional information: as reported by an edwards lifesciences affiliate in new zealand, regarding an implant of a 20mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. After the procedure, pvl was assessed as mild. One month and 14 days later, on follow up, patient reported shortness of breath and not feeling well. Pvl was assessed as moderate. It was decided for post dilation, and the valve was post dilated using a 21mm, then 22mm and then 23 mm non compliant balloon. The pvl was reduced from moderate to mild, and might have a bit of central leak after the post-dilation. After bav, in a CT scan, a leak of 1.2mm x 9mm (height) was still observed and a procedure to put a plug was scheduled.

Event description:
Additional information: a plug was implanted approximately 4 month post valve implantation due to pvl.